Event description:
It was reported by the rep that during a lap hand assisted nephrectomy procedure, the device got hot and smoke was coming off the blade more so than normal. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.